Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment and there was moisture on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test and self test. Test p-cap locks properly into reservoir. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), and minor scratches on lcd window.